Event description:
Customer reported a malfunction on the pump, with the issue being identified as "malf 5." There was no adverse impact to the customer¿s blood glucose level, as the customer had not started using the pump yet. Tandem technical support arranged for a replacement pump to be sent to the customer and advised putting the faulty pump into storage mode before returning it. They also instructed the customer to contact their healthcare provider for a compatible sensor prescription. The customer understood the instructions and will use an alternate method, mdi, to ensure continued insulin delivery until the replacement arrives.